Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. It was also received with cracked case at the display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that the device was not exposed to moisture and no button was pressed for 3 minutes or longer. Blood glucose value is unknown. The customer was given another insulin pump at the hospital. The insulin pump was returned for analysis.